Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl, 60 mg/dl at the time of the incident. Customer stated that the insulin pump had insulin pump error and insulin pump was no longer working, insulin pump shows open book image. Customer was treated with food. Customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.